Event description:
It was reported that the atrial lead exhibited poor sensing and a high pacing threshold. The lead had dislodged. The lead was successfully repositioned with no adverse consequences.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.